Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2025. According to the complainant, during the procedure, the snare demonstrated limited cutting performance, resulting in unsuccessful tissue excision. The procedure was completed with another model of captivator ii snare. There were no patient complications reported as a result of this event.